Manufacturer narrative:
The root cause for the reported event could not be determined. Nurse stated they already swapped out probes and patient temperature (pt) was still not registering. Verified probe connections to temperature in cable and that it was plugged into the patient temperature (pt) 1 port. Advised them to swap out temperature in cable. Nurse stated they did not have another one. Encouraged to contact their biomed department for additional cable and call back if additional assistance needed. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were using arctic sun device sn (B)(6), but the device was giving low flow and leaking at connections, so they swapped out to current device sn (B)(6). Current device was not registering patient temperature (pt). Nurse stated they already swapped out probes and patient temperature (pt) was still not registering. Verified probe connections to temperature in cable and that it was plugged into the patient temperature (pt) 1 port. Advised them to swap out temperature in cable. Nurse stated they did not have another one. Encouraged to contact their biomed department for additional cable and call back if additional assistance needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were using arctic sun device sn (B)(6), but the device was giving low flow and leaking at connections, so they swapped out to current device sn (B)(6). Current device was not registering patient temperature (pt). Nurse stated they already swapped out probes and patient temperature (pt) was still not registering. Verified probe connections to temperature in cable and that it was plugged into the patient temperature (pt) 1 port. Advised them to swap out temperature in cable. Nurse stated they did not have another one. Encouraged to contact their biomed department for additional cable and call back if additional assistance needed.